Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer used different infusion sets. The customer's blood glucose (bg) level ranged between 400-560 mg/dl with a high ketone level and insulin injections were used to address the high bg level. The customer reverted to using another pump to manage diabetes.